Event description:
During the procedure, after advanced the delivery system to the location of lesion, removed the red safety lock and tried to withdraw the delivery system, but the physician found the stent was fail to deploy. Then the physician withdraw the delivery system from the patient and replaced another new device with same type to finished the procedure successfully.

Manufacturer narrative:
PMA/510(k) # = k182980. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington, indiana, 47402-4195. Importer site establishment registration number: (B)(4). Device evaluation. The zib6-40-8-6.0 device of lot number c1551203 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation. The device related to this occurrence underwent a laboratory evaluation on the 02may2019. The stent was inside the delivery system. The pusher ring was 16.3cm back from proximal side of tip. Distal and proximal side of pusher ring-glue visible. Document review. Prior to distribution all zilver zib6 devices are subject to visual inspection and functional checks to ensure device integrity . These inspections and functional checks are outlined in internal procedures in place at cirl a review of the relevant manufacturing records (c1551203) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1551203. There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review. (B)(4) was opened to address the issue of ¿inner catheter not cut to correct length, therefore the pusher ring was further back than it should be¿ found in the lab evaluation. The operation of cutting the peek to the length specified in procedure and subsequent independent qc inspection was not performed resulting in the inability to deploy the stent. The pusher ring contacts the stent and acts as a stop preventing the stent from moving when the flexor is withdrawn during deployment. In this case, where the cut to length operation was not completed, the distance between the pusher ring and the distal end of the device is such that no part of (B)(4) will address the root cause of the incorrect length. Summary. Complaint is confirmed as the failure was verified in the laboratory. The stent was inside the delivery system. The pusher ring was 16.3cm back from proximal side of tip. Distal and proximal side of pusher ring-glue visible. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) # = k182980. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi) (B)(4). Importer site establishment registration number: (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the procedure, after advanced the delivery system to the location of lesion, removed the red safety lock and tried to withdraw the delivery system, but the physician found the stent was fail to deploy. Then the physician withdraw the delivery system from the patient and replaced another new device with same type to finished the procedure successfully.

Manufacturer narrative:
PMA/510(k) # = k182980. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During the procedure, after advanced the delivery system to the location of lesion, removed the red safety lock and tried to withdraw the delivery system, but the physician found the stent was fail to deploy. Then the physician withdraw the delivery system from the patient and replaced another new device with same type to finished the procedure successfully.